Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At "around midnight" the device was programmed to deliver hydromorphone with a concentration of 0.1mg/ml instead of the intended concentration of 1 mg/ml, in the continuous only mode, with a 1mg loading dose, a 0.1mg/hr continuous rate, an 8 minute pt lockout, and no dose limit was selected. The programming parameters were reported to have been verified by 3 different nurses. At 0035, the nurse noted that "the pt's respiratory rate dropped to 6 breaths per minute with profound cyanosis." The physician was notified. The pt was treated with narcan 0.4mg, oxygen at 2l (liters) via nasal cannula, and a code was called. At 0045, the pt was treated with another dose of narcan 0.4mg, and the pt's vital signs were reported to be stable. The customer contact reported that the pt "perked right up after the o2 and narcan." There were no reported adverse pt sequelae. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. The device history was downloaded at the manufacturing facility. A review of the device history indicated that in 2008 at 1218, the device was powered on and there was a check injector alarm. At 1219, the totals were cleared, a custom vial was confirmed and the history was cleared. At 1220, the device was purged. At 1221, the device was programmed to deliver a drug concentration of 0.1mg/ml instead of the intended concentration of 1mg/ml. At 1223, the door was locked. At 1229, a 1mg loading dose was delivered, there was a check settings alarm, and the door was opened. At 1230, the device was programmed to deliver a custom vial with a concentration of 0.1 mg/ml instead of the intended concentration of 1mg/ml, in the continuous only mode, with a 0.1 mg/hr continuous rate, a 4mg 4hr limit, and the door was opened 2 times and locked 3 times. Between 1231 and 1246, there were 2 infuser paused alarms, the infusion was started, and the door was opened three times and locked 2 times. At 1246, the device was powered off. A review of the history indicates the device delivered as programmed.